Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (suspend) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: during testing, the pump powered on to the ¿verify¿ screen in accordance with normal operation. The pump¿s audio tones and vibrations were functioning appropriately. During testing, the pump performed the rewind, load, and prime steps with no suspend issues occurring. The pump was exercised for 24 hours on a 1 unit per hour basal rate with no self suspends occurring. The keypad was fully intact; no damage was observed. All keypad buttons responded appropriately; no hypersensitive buttons were found. The pump was able to manually be suspended and resumed with no issues. The complaint of the suspend issue was not able to be duplicated during investigation. No defects were found.